Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: pppd event description: "the clip was not loaded." Product is available for return. Additional information was received via email on 29dec2025 from [name], amk regional sales manager. "The issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, and it occurred about 3 to 4 times. The applied 5mm trocar was used. The clip did not seat into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the deivce's insertion/removal through the trocar. The clip was manually removed as a loaded clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuat as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.